Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic incisional hernia surgery on (B)(6) 2015 and mesh was implanted. The patient underwent  revision surgery on (B)(6) 2016 due to recurrent hernia, pain and adhesions. It was reported that the patient experienced mesh failure, scarring, swelling and disfigurement. No additional information was provided at this time.